Event description:
It was reported that during initial implant the helix of the lead would not extend while being implanted in the patient. The lead was pulled out and the physician tried to extend the helix under visualization with no success. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned to the manufacturer. Analysis was performed and no anomalies were found. (B)(4).